Event description:
Attorney alleges the plaintiff developed injuries which included: capsular contracture, severe breast pain, lumps, severe calcification, implant rupture, silicone leakage, cosmetic damage, anxiety and depression.